Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels. High and low bg causes and exact values were not provided. The customer declined to provide additional information regarding the issue.